Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive. The patient stated that there was a tear in the keypad. The patient stated that the pump is not exposed to water. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the ok keypad contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok and down arrow keypad buttons were intermittently unresponsive and the other keys responded appropriately and spring back and click normally. Evaluation revealed contamination under all of the keypad buttons and the ok key was found to be inverted. All of the buttons spring back or click normally. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.